Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operatively on a small bowel resection, the patient was not improving and went back to the hospital to perform second exploratory laparotomy, because the staple line had a leak from the previous operation. A new anastomosis was made to resolve the issue.